Event description:
It is reported that the product was implanted in 2007. At the follow-up exam, radiograph showed that the hinge pin was unlocked. The doctor decided to wait and see what would transpire. Revision surgery was performed approx two and a half months later, where the hinge pin was removed and replaced with a new one.

Manufacturer narrative:
This type of fracture of the inner pin may occur due to the fatigue caused by the activity level of the patient or due to insufficient engagement of the pins during surgery, leading to stress risers. No post operative x=ray or any other visual means have been provided to confirm whether locking occurred in the first place. The exact cause analysis cannot be determined with certainty. The device history records are intact and conforming and indicate that manufacture occurred according to specification. Scanning electron microscopy analysis of the inner pin tines showed fatigue striations indicating that fracture occurred by fatigue. Energy dispersive spectroscopy analysis of the pin material showed ti, al and v elemental peaks typical of a tivanium alloy. The inner pin surface showed scratches or circumferential scoring indicating contact and possible rotation. The cutter pin surface inside at the contact region could not be examined by sem due to long depth inside the bore.